Event description:
Treatment of a small unruptured saccular aneurysm measuring 7 mm x 4 mm in the ophthalmic segment of the left internal carotid artery. It was reported that during the pipeline deployment the device would not open. The device was removed from the patient. A new device was deployed using a new microcatheter. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The pushwire still inside the marksman catheter and the pipeline were returned for evaluation. The event cause could not be determined as the pipeline was found fully open with damaged braids; however, it is likely that the damaged braids may have contributed to the reported issue. (B)(4).